Event description:
Second revision surgery - due to the patient's hip dislocating; instability in hip.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 2.25 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 14238 showed 24 parts (part number: 93536254) returned to the vendor for not meeting material specification (ms) ms#10. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause of the dislocation was reported as instability. There are no indications of a product or process issue affecting implant safety or effectiveness.